Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as an accessory renal artery on the left side and the original plan was to cover the accessory renal artery. The remainder of the vessel morphology was unremarkable. At the time of implant the physician decided to preserve the accessory renal artery, and intentionally deployed the stent graft lower than planned. Additionally the limbs were deployed crossed. The distance from the lowest renal to the aortic bifurcation was 9 - 10 cm. It was reported that the contralateral gate cannulation was difficult because the limbs were crossed and the stent graft was implanted lower. The physician decided to go up and over the aortic bifurcation with a wire and snared the wire from the contralateral side and was then above to implant the contralateral limb without issue at this point. No clinical sequelae were reported the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (placement difficulties); patient's condition affected effectiveness of device (anatomy related; crossed iliac limbs); incorrect technique/procedure (low placement of bifurcated stent graft). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (anatomy related; crossed iliac limbs); operational context contributed to event (low placement of bifurcated stent graft).